Event description:
It was reported that patient was not able to get enough pain relief. It was noted that patients spinal cord stimulator lead had impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5165909 UDI: (B)(4). Product family: scs-linear leads upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 365673, UDI: (B)(4).